Manufacturer narrative:
Findings: unit received with blank display due to moisture damage electronic assembly. Minor scratched lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip. Unable to performed functional test or verify battery out limit due to blank display anomaly.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture. The customer states that the insulin pump no longer works. The customer had a blood glucose level was 130 mg/dl at the time of the incident. The customer states that there was fluid/moisture in the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.